Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number. This is a duplicate of 1314492-2025-02266. All information can be found under manufacturer report number 1314492-2025-02266. Should additional relevant information become available, a supplemental report will be submitted.